Event description:
It was reported by a competitor that out of range impedance was displayed. The status of the lead was not conveyed. No patient complications were reported as a result of this event.

Event description:
It was reported by a competitor that out of range impedance was displayed. The status of the lead was not conveyed. Additional information was subsequently received reporting that the lead was removed because the patient received inappropriate shocks due to myopotential oversensing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. It was reported by a competitor that out of range impedance was displayed. The status of the lead was not conveyed. Additional information was subsequently received reporting that the lead was removed because the patient received inappropriate shocks due to myopotential oversensing. No further patient complications were reported as a result of this event. No conclusion can be drawn impedance, high oversensing shock, inappropriate.